Event description:
It was reported that the pt was in a drug-induced coma from the pump. The pump was refilled in 2007. On the following month, the pump was reprogrammed with flex mode and given more boluses. Upon arriving home, the pt became more sleepy. The hcp advised that the pt return the next morning. However, by the morning, the pt was unresponsive and the spouse called 911. The pt remained in a coma for 4 days in the intensive care unit. The pt was discharged from the hospital, but has memory problems. The pump is currently infusing medication and the spouse is concerned and she is uncertain what caused the coma. It is unk what drug is the pump. A follow-up report will be sent if additional information becomes available.